Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value that triggered the suspend was 190 mg/dl and sensor glucose value that triggered the suspend was 50 mg/dl at the time of the incident and low limit in sensor settings was 70 mg/dl. Other relevant blood glucose level of the customer was 189 mg/dl. The customer was assisted with the troubleshooting. The sensor will be returned for the analysis.